Event description:
The customer reported that their unit was leaking blue fluid that they believed was cidex from the right, front side of the unit. The customer reported that there was fluid on the floor when they came in that morning. The customer reported that the leak was slow. The customer stated that there were no physical complaints reported. The customer stated that they would repair the unit themselves.

Manufacturer narrative:
Fluid leaking from unit.